Event description:
It was reported that this right ventricular (rv) lead was explanted due to pacing not delivered when required, undersensing, high pacing impedances and loss of capture due to cardiac perforation. No additional adverse patient effects were reported.